Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose level read "high" on cgm, a specific value was not provided. Elevated blood glucose was addressed by eating food.